Event description:
Reportedly, the subject pacemaker reached the recommended replacement time although remaining longevity was above six months at penultimate follow-up six months ago. The subject device was explanted and discarded at the hospital.

Event description:
Reportedly, the subject pacemaker reached the recommended replacement time although remaining longevity was above six months at penultimate follow-up six months ago. The subject device was explanted and will be returned for analysis.